Event description:
--

Event description:
Boston scientific received information that during the device replacement procedure, this pacemaker was connected to the chronic bipolar is-1 right ventricular (rv) lead but pacing did not begin immediately as expected. It was noted the device was in the bipolar configuration. The physician removed the lead from the device and connected it to the pacing system analyzer (psa) to provide pacing support to the patient. The device had not been programmed out of storage mode. It was believed that pacing was not provided for greater than four seconds before the psa was used. A boston scientific technical services consultant discussed that the auto lead detect feature would allow pacing to begin when the rv lead was attached. The field representative later reported that the device was removed and a non-boston scientific device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The attempted device was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device was programmed in ddd pacing mode when returned. The right atrial and right ventricular channels were programmed to unipolar mode for sensing and pacing. This is standard device programming when the device leaves manufacturing. Review of the device memory verified that the device auto lead detect mode was enabled and had been triggered the day of the attempted implant. However, the auto lead detect had recognized a bipolar lead while this device programming was set to unipolar. Therefore, the device would not be expected to begin pacing until it was placed in the pocket in order to complete the circuit. The device passed all testing and was found to meet specifications for normal device operation.